Event description:
Reporter indicated that the site's (B) (4) handheld vns computer "will not work at all times" and sometimes the screen freezes during interrogation. The event was resolved after a soft reset. The computer and flashcard have been requested for return but have not been received to date.